Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) displaying an alarm message iab catheter restriction and that the mains cable is stuck. No harm or injury to the patient was reported.

Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, e1 (mail ID), g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that before use, the cardiosave intraaortic balloon pump (iabp) displayed an ¿iab catheter restriction¿ alarm and the main cable was reported to be stuck. No patient was involved, and no harm was reproted. A getinge field service engineer (fse) inspected the unit and observed that the vacuum pressure was approximately 385 mmhg. An initial attempt was made to clean the sm1 vacuum filter; however, the issue was not resolved. The service call was attended during which the sm1 vacuum filter was found to be blocked.he fse replaced the muffler and verified that the vacuum regulator calibration was within specification. The unit subsequently underwent comprehensive functional testing, including all manifold tests, which were successfully completed. The unit was then operated on a system trainer for more than two hours without recurrence of the issue and was confirmed to be functioning as intended. The unit was returned to the customer in good working condition.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) displaying an alarm message iab catheter restriction and that the mains cable is stuck. No patient involved.